Manufacturer narrative:
Follow-up #1: date of submission 11/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed one power on reset event associated with a replace battery alarm. The battery cap fit for testing. The pump was run for 24 hours and no losses of power occurred. The pump was opened to find no defects. The power complaint was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Additionally, the audio tone alarm was inoperable. The pump was opened to find a cracked solder on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.